Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "final set screw blocker at l3 (surgery was l2-3, 3-4, 4-5 tlif and plif)was in the process of being final tightened at which time the torque wrench tip broke off inside of blocker. A pick-up and another non-stryker graspering instrument were used to remove broken tip of torque wrench from xia 3 blocker."